Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro coated insulation separated from the tips. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical usage and evidence of blood were observed. Tissue and charred material was observed on the jaws. Blood was observed on the handle of the harvesting tool. A visual inspection was conducted. The silicone insulation on the cold jaw was peeled away at the tip but remained attached to the jaw. The heater wire was flexed away at center from the hot jaw and remained attached at the tip. The wire remained in place at the base of the jaws. Based on the condition of the device as found, the reported complaint was confirmed for "peeled jaw" and the analyzed failure "bent wire" was confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro coated insulation separated from the tips. A replacement device was used to complete the procedure. The hospital did not report any patient effects.